Manufacturer narrative:
Device not released from hospital.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The implanting physician reported he was informed via another physician that the patient had presented on an unknown date post-op to a different hospital with an absent femoral pulse and possible disengagement of the iliac limb from the aortic body stent graft with plans for a re-intervention at a later date; however, as of the date of this report, no additional information has been received to confirm patient status and/or whether any re-intervention procedures have been completed.